Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and shock ("shocked") in an adult female patient who had essure (ess205) (batch no. 620756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and dysplasia. Concomitant products included gabapentin from 2012 to 2013 and pregabalin (lyrica) from 2012 to 2013. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("nickel allergy"). In 2008, the patient experienced alopecia ("hair loss"), headache ("headaches / pain in back lower head/ shooting shock pain in brain") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced shock (seriousness criterion medically significant), abdominal pain ("abdominal pain (constant and stabbing)"), rash ("skin rashes / rashes on leg and neck"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), vaginal haemorrhage ("heavy vaginal bleeding"), bacterial vulvovaginitis ("vaginal bacterial infections"), migraine ("migraines"), abnormal behaviour ("crazy"), depression ("depressed"), fatigue ("tired"), neck pain ("neck pain"), oropharyngeal pain ("throat was very sore"), pharyngitis ("acute pharyngitis (viral and bacterial) inflammation"), lymph node pain ("lymph nodes pain"), ear pain ("ear pain"), ear infection ("ear infection"), hypoaesthesia ("numbness in leg"), muscle spasms ("cramps"), back pain ("back pain") and pain ("pain nos/ body pain"). The patient was treated with antibiotics and surgery (salpingectomy and bilateral essure microsurgical removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, rash and muscle spasms had resolved, the shock, dyspareunia, alopecia, feeling abnormal, arthralgia, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, allergy to metals, weight increased, abnormal behaviour, depression, fatigue, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia, back pain and pain outcome was unknown and the headache, neck pain and oropharyngeal pain was resolving. The reporter considered abdominal pain, abnormal behaviour, allergy to metals, alopecia, arthralgia, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, ear infection, ear pain, fatigue, feeling abnormal, headache, hypoaesthesia, lymph node pain, menorrhagia, migraine, muscle spasms, neck pain, oropharyngeal pain, pain, pelvic pain, pharyngitis, rash, shock, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Implant date also reported as (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion on (B)(6) 2007 and (B)(6) 2007, salpingogram test showed that, unsuccessful attempt and cervical dilatation with placement of an hs catheter. Successful occlusion of bilateral fallopian tubes with no filling of the tubes with contrast. (Per mr) current weight: 175 lbs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media : abnormal behavior, depression, fatigue, neck pain, oropharyngeal pain, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia , back pain, pain nos , shock. Most recent follow-up information incorporated above includes: on 7-jun-2018: events: back pain, pain nos , shock were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (ess205) (batch no. 620756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and dysplasia. Concomitant products included gabapentin from 2012 to 2013 and pregabalin (lyrica) from 2012 to 2013. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("nickel allergy"). In 2008, the patient experienced alopecia ("hair loss"), headache ("headaches / pain in back lower head/ shooting shock pain in brain") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced paraesthesia ("being shocked there when use a vacuum cleaner"), abdominal pain ("abdominal pain (constant and stabbing)"), rash ("skin rashes / rashes on leg and neck"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), vaginal haemorrhage ("heavy vaginal bleeding"), bacterial vulvovaginitis ("vaginal bacterial infections"), migraine ("migraines"), abnormal behaviour ("crazy"), depression ("depressed"), fatigue ("tired"), neck pain ("neck pain"), oropharyngeal pain ("throat was very sore"), pharyngitis ("acute pharyngitis (viral and bacterial) inflammation"), lymph node pain ("lymph nodes pain"), ear pain ("ear pain"), ear infection ("ear infection"), hypoaesthesia ("numbness in leg"), muscle spasms ("cramps"), back pain ("back pain") and pain ("pain nos/ body pain"). The patient was treated with antibiotics and surgery (salpingectomy and bilateral essure microsurgical removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, rash and muscle spasms had resolved, the paraesthesia, dyspareunia, alopecia, feeling abnormal, arthralgia, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, allergy to metals, weight increased, abnormal behaviour, depression, fatigue, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia, back pain and pain outcome was unknown and the headache, neck pain and oropharyngeal pain was resolving. The reporter considered abdominal pain, abnormal behaviour, allergy to metals, alopecia, arthralgia, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, ear infection, ear pain, fatigue, feeling abnormal, headache, hypoaesthesia, lymph node pain, menorrhagia, migraine, muscle spasms, neck pain, oropharyngeal pain, pain, paraesthesia, pelvic pain, pharyngitis, rash, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Implant date also reported as (B)(6) 2006. .cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion on (B)(6) 2007, salpingogram test showed that, unsuccessful attempt and cervical dilatation with placement of an hs catheter. Successful occlusion of bilateral fallopian tubes with no filling of the tubes with contrast. (Per mr) current weight: 175 lbs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media : abnormal behavior, depression, fatigue, neck pain, oropharyngeal pain, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia , back pain, pain nos , shock. Most recent follow-up information incorporated above includes: on 28-jun-2018: the event shock was updated to being shocked there when use a vaccum cleaner and recoded to eletric shock sensation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (ess205) (batch no. 620756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2007, salpingogram test showed that, unsuccessful attempt and cervical dilatation with placement of an hs catheter. Successful occlusion of bilateral fallopian tubes with no filling of the tubes with contrast. (Per mr) current weight: 175 lbs. Concurrent conditions included overweight and dysplasia. Concomitant products included gabapentin from 2012 to 2013 and pregabalin (lyrica) from 2012 to 2013. In 2006, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections/ infection"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("nickel allergy"). In 2008, the patient experienced alopecia ("hair loss") and headache ("headaches / pain in back lower head/ shooting shock pain in brain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced paraesthesia ("being shocked there when use a vacuum cleaner"), abdominal pain ("abdominal pain (constant and stabbing)"), rash ("skin rashes / rashes on leg and neck"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), migraine ("migraines"), abnormal behaviour ("crazy"), depression ("depressed"), fatigue ("tired"), neck pain ("neck pain"), oropharyngeal pain ("throat was very sore"), pharyngitis ("acute pharyngitis (viral and bacterial) inflammation"), lymph node pain ("lymph nodes pain"), ear pain ("ear pain"), ear infection ("ear infection"), hypoaesthesia ("numbness in leg"), muscle spasms ("cramps"), back pain ("back pain"), pain ("pain nos/ body pain"), malaise ("sick"), post procedural haemorrhage ("bled for two straight weeks after procedure") and menstruation irregular ("having a period very irregular"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and bilateral essure microsurgical removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, rash and muscle spasms had resolved, the paraesthesia, dyspareunia, alopecia, feeling abnormal, arthralgia, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, allergy to metals, weight increased, abnormal behaviour, depression, fatigue, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia, back pain, pain, malaise, post procedural haemorrhage and menstruation irregular outcome was unknown and the headache, neck pain and oropharyngeal pain was resolving. The reporter considered abdominal pain, abnormal behaviour, allergy to metals, alopecia, arthralgia, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, ear infection, ear pain, fatigue, feeling abnormal, headache, hypoaesthesia, lymph node pain, malaise, menorrhagia, menstruation irregular, migraine, muscle spasms, neck pain, oropharyngeal pain, pain, paraesthesia, pelvic pain, pharyngitis, post procedural haemorrhage, rash, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Implant date also reported as (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media : abnormal behavior, depression, fatigue, neck pain, oropharyngeal pain, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia , back pain, pain nos , shock. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: events: irregular periods, post procedural bleeding, sick were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (ess205) (batch no. 620756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and dysplasia. Concomitant products included gabapentin from 2012 to 2013 and pregabalin (lyrica) from 2012 to 2013. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("nickel allergy"). In 2008, the patient experienced alopecia ("hair loss"), headache ("headaches / pain in back lower head/ shooting shock pain in brain") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain (constant and stabbing)"), rash ("skin rashes / rashes on leg and neck"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), vaginal haemorrhage ("heavy vaginal bleeding"), bacterial vulvovaginitis ("vaginal bacterial infections"), migraine ("migraines"), abnormal behaviour ("crazy"), depression ("depressed"), fatigue ("tired"), neck pain ("neck pain"), oropharyngeal pain ("throat was very sore"), pharyngitis ("acute pharyngitis (viral and bacterial) inflammation"), lymph node pain ("lymph nodes pain"), ear pain ("ear pain"), ear infection ("ear infection"), hypoaesthesia ("numbness in leg") and muscle spasms ("cramps"). The patient was treated with antibiotics and surgery (salpingectomy and bilateral essure microsurgical removal). Essure (ess205) was removed on (B)(6)-2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, rash and muscle spasms had resolved, the dyspareunia, alopecia, feeling abnormal, arthralgia, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, allergy to metals, weight increased, abnormal behaviour, depression, fatigue, pharyngitis, lymph node pain, ear pain, ear infection and hypoaesthesia outcome was unknown and the headache, neck pain and oropharyngeal pain was resolving. The reporter considered abdominal pain, abnormal behaviour, allergy to metals, alopecia, arthralgia, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, ear infection, ear pain, fatigue, feeling abnormal, headache, hypoaesthesia, lymph node pain, menorrhagia, migraine, muscle spasms, neck pain, oropharyngeal pain, pelvic pain, pharyngitis, rash, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Implant date also reported as (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . On (B)(6) 2007 and(B)(6) 2007, salpingogram test showed that, unsuccessful attempt and cervical dilatation with placement of an hs catheter. Successful occlusion of bilateral fallopian tubes with no filling of the tubes with contrast. ((B)(4)). Current weight: 175 lbs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media : abnormal behavior, depression, fatigue, neck pain, oropharyngeal pain, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia". Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics added. Essure indication updated, lot number and expiration date added. New events abnormal bleeding (menorrhagia), migraines/headaches, nickel allergy, weight gain, cramps, crazy, depressed, tired, neck pain, throat was very sore, acute pharyngitis (viral and bacterial), acute pharyngitis (viral and bacterial) inflammation, lymph nodes pain, ear pain, ear infection, numbness in leg were added. Previously reported event bacterial infections updated to vaginal bacterial infections. Lab data and treatment drug added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (ess205) (batch no. 620756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and dysplasia. Concomitant products included gabapentin from 2012 to 2013 and pregabalin (lyrica) from 2012 to 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections/ infection"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"). In 2007, the patient experienced allergy to metals ("nickel allergy"). In 2008, the patient experienced alopecia ("hair loss"), headache ("headaches / pain in back lower head/ shooting shock pain in brain") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced paraesthesia ("being shocked there when use a vacuum cleaner"), abdominal pain ("abdominal pain (constant and stabbing)"), rash ("skin rashes / rashes on leg and neck"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), migraine ("migraines"), abnormal behaviour ("crazy"), depression ("depressed"), fatigue ("tired"), neck pain ("neck pain"), oropharyngeal pain ("throat was very sore"), pharyngitis ("acute pharyngitis (viral and bacterial) inflammation"), lymph node pain ("lymph nodes pain"), ear pain ("ear pain"), ear infection ("ear infection"), hypoaesthesia ("numbness in leg"), muscle spasms ("cramps"), back pain ("back pain") and pain ("pain nos/ body pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and bilateral essure microsurgical removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, rash and muscle spasms had resolved, the paraesthesia, dyspareunia, alopecia, feeling abnormal, arthralgia, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, allergy to metals, weight increased, abnormal behaviour, depression, fatigue, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia, back pain and pain outcome was unknown and the headache, neck pain and oropharyngeal pain was resolving. The reporter considered abdominal pain, abnormal behaviour, allergy to metals, alopecia, arthralgia, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, ear infection, ear pain, fatigue, feeling abnormal, headache, hypoaesthesia, lymph node pain, menorrhagia, migraine, muscle spasms, neck pain, oropharyngeal pain, pain, paraesthesia, pelvic pain, pharyngitis, rash, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Implant date also reported as (B)(6) 2006. .cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . On (B)(6) 2007 and (B)(6) 2007, salpingogram test showed that, unsuccessful attempt and cervical dilatation with placement of an hs catheter. Successful occlusion of bilateral fallopian tubes with no filling of the tubes with contrast. (Per mr). Current weight: 175 lbs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media : abnormal behavior, depression, fatigue, neck pain, oropharyngeal pain, pharyngitis, lymph node pain, ear pain, ear infection, hypoaesthesia , back pain, pain nos , shock. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("bacterial infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), rash ("skin rashes"), feeling abnormal ("brain fog"), arthralgia ("joint pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bacterial infection, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, rash, feeling abnormal, arthralgia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bacterial infection, dysmenorrhoea, dyspareunia, feeling abnormal, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.